Event description:
The affiliate reported the customer alleged an erroneously elevated troponin I (access accutni) result of 0.256 ug/l, within the risk stratification, for one patient involving unicel dxc 600i synchron access clinical system. The elevated result was discordant to the patient's clinical history. Subsequent duplicate testing of the patient sample recovered lower results of 0.003 ug/l and 0.002 ug/l, within the normal reference interval and closely matched the patient's expected results. The erroneous result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) verified hardware performance. The fse proactively replaced the peristaltic pump tubing and wash collar, verified alignments and voltage settings, primed the system, and verified instrument operation by successfully performing troponin I (accutni) quality control (qc). The instrument conformed to the manufacturer's published performance specifications. Wash collar. All three patient samples were analyzed through the closed tube aliquotter (cta) in a 0.5 ml cup. The sample was drawn into 13x75 mm lithium heparin plastic separation tubes (pst) at 15:52. Sample centrifugation was performed at 1,800 rcf (relative centrifugal force) for five minutes at room temperature, in a swinging bucket. The customer indicated all three levels of troponin I quality control (qc) had been performing within 1-2 standard deviation (sd) of the laboratory's established ranges. All levels of troponin I calibration passed within acceptable percent coefficient of variation (%cvs) and routine system check passed within instrument specifications. The customer performs three levels of qc once per shift. The customer indicated weekly system maintenance was completed the week prior to the event. A definitive cause of the event is unknown.